Manufacturer narrative:
The pump was not explanted for evaluation. A direct correlation between the report of stroke and the device could not be conclusively determined. The instructions for use lists stroke as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device ¿ 5 days although there were no reports of any lvad issues, this event is conservatively reported due to the lvad being in place supporting the patient when the stroke occurred. The pump was not returned for evaluation as it was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. The patient expired from a stroke on (B)(6) 2014. Post-implant on (B)(6) 2014, the patient experienced right heart failure that required placement of a right ventricular extracorporeal support device (rvad). It was reported that the lvad was functioning as expected; without any issues. The patient's physicians determined that the patient required long-term, chronic right heart support so the patient could be discharged home. On (B)(6) 2014 the patient was returned to the or for exchange from acute extracorporeal support to implanted chronic support. There were no reports of any issues with the extracorporeal rvad device. Additionally, the lvad continued to function as expected with no issues. The patient suffered a stroke later that day post-implant and expired. No further information was provided.